Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 29-may-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was received for evaluation. Visual inspection was performed on the suspect product. The plunger rod was fully advanced with viscoelastic residue distributed through the entire cartridge. The lens module was inspected, and no damage could be identified. However, the lens module was entirely filled with viscoelastic residue which could have contributed to the complaint event. The plunger rod was advanced, and no issues were identified. The lens was evaluated and presented with a detached haptic. The lens could not be removed from the tape without causing more damage; therefore, no further evaluation could be performed. The complaint issue "haptic detached" was identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the system¿s plunger failed to push the preloaded intraocular lens iol) out initially. After several attempts to extract the lens from inside the system tip, the lens came out, but without a haptic, rendering it unusable. The doctor opted not to implant the iol into the patient's eye. Account indicated that the procedure was delayed; however, no medical interventions were required. Through follow-up, we learned that the iol did not come into contact with the patient's eye, only the cartridge tip had contact with the eye. It was noted that the patient was temporarily disabled because the cataract had been removed but there was no lens implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - lens was not implanted. Section d6b - explant date: not applicable - lens was not implanted. Section e1 - telephone number: (B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.